Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient had a pre-operative dye study and the catheter could not be aspirated. There were no environmental, external, or patient factors that may have led or contributed to the issue and no diagnostics/troubleshooting were performed. No interventions had been performed or scheduled at the time of report, however, surgical intervention was planned. The issue was unresolved and the patient's status was alive - no injury.